Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported ¿unable to proceed¿ alerts during supply change. A dry run was successful, but the issue reoccurred after cartridge and tubing change. Replacement was deferred. Blood glucose was unaffected.